Event description:
It was reported by service report that the calf support being stuck due to ball joint was stuck and rusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the right calf support was tight and could not be locked into position.

Manufacturer narrative:
Result: calf support.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the calf support being stuck due to ball joint was stuck and rusted.